Event description:
It was reported that the handpiece was running by itself. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician found corroded motor contacts; various internal components were replaced and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.